Event description:
Mother reports medication runs out of cadd legacy cassette when it has been added and before next syringe applied to tubing. Has not experienced this issue in the past. Three cadd legacy cassettes lot number 3894449, expiration date 11/01/2024. No further details provided. Leak cassette.